Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# unknown explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharge antenna failure, no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they charge daily and the charger is not connecting to charge the implant for probably two to three weeks ago. Patient reported there was no power on anything. Patient reported the recharger and controller both got very hot when they were charging the implant. Patient service (ps) asked patient to inspect the recharger (rtm) for damage and patient said there is no damage on the rtm. Patient could not find the controller to reset. Ps called patient twice and patient said they are in the assisted living facility and having physical therapy and they could not locate the controller. The issue was not resolved. Ps recommend patient call ps back with controller, recharger, ac power cord to complete the troubleshooting steps. No symptoms were reported. Additional information was received from a patient (pt) on (B)(6)2022. Pt called from registered number and reiterated details of case. Pt said the last time they charged their ins, the ins charged for 15 minutes, but then the controller and the recharger (rtm) got hot. Pt said they had entered passive recharge mode before and had been in passive recharge for about 2 hours, but the controller never advanced out of passive recharge mode. During the call, the pt entered passive recharge mode. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported. Pt called back from number registered on (B)(6)2022 re-reporting information previously documented in this case. Pt received their rtm replacement and wanted help getting the ins charged. Pss walked pt through starting a charging session and pt was able to start charging with excellent charging quality (controller 60%; ins in the red). Pss reviewed to allow ins to fully recharge and then how to turn stimulation on once ins was fully recharged; pt confirmed they understood. Pt mentioned that they were currently in a relapse center and had a messed up leg.